Event description:
Uptake in normal liver as well as some tumour uptake [device deployment issue] . A dose that was not correct for the liver volume [device use error]. Case description: initial information received on 08-jul-2016 with additional information received on 13-jul-2016: this spontaneous medical device report was received from a healthcare professional via company representative concerning a patient of unspecified age and sex. The patient's medical history included metastatic colorectal cancer with lesions in both lobes. Concomitant medications were not provided. The patient received therasphere on (B)(6) 2016 for metastatic colorectal cancer. Lot numbers and expiration dates not provided. On (B)(6) 2016, the patient experienced non-target uptake into normal liver tissue. The radiologist had given the nuclear medicine department a volume for perfused liver of around 1400cc. He had made 2 maa injections at sirt1 into right hepatic and left hepatic. The nuclear medicine team calculated the dose based on the volume provided by the radiologist as 120 gy to volume of intended right and left treatment volume, the left was <20% of total. However, this was in fact a total volume of perfused liver both left and right lobes combined. A single dose vial was ordered based upon this estimation and, on the day of the procedure, it was discovered that there should have been two volumes given (total 1400cc) and two vials ordered. It was calculated that it would be safe to inject the total dose into the right hepatic and deliver <200 gy to intended right treatment volume. The injection was made into the right hepatic artery with the catheter in an identical position to the maa injection. Therasphere beads were injected using the advised methodology with the constant drip of 10 ml into the vial followed by 20 ml flush. Post imaging shows the distribution does not match tumour on the pre-treatment CT or the expected maa distribution from the right hepatic injection: 1 tumour was treated but there appears to have been significant deposition in normal liver. The patient was stable and was discharged to home post procedure. The reporter assessed the events as not related to the use of therasphere. The company assessed the events of device deployment issue and device use error as medically significant and serious due to the potential to damage healthy liver tissue. Follow-up information is being requested. Additional information on 16-aug-2016: follow up information has been sought. As of 16-aug-2016 no additional information has been received. Additional information received and final assessment on (B)(6) 2016: risk assessment: the risk of excessive embolization of healthy liver tissue has been identified as an acceptable risk due being of minor severity (the total mass of microspheres being low and therefore minimally embolic) and occurs in 1%-5% of patients treated. In this case, there was no reported evidence of excessive radiation damage to normal tissue, however this was a potential outcome of the device uptake in normal liver tissue. Radiation damage to normal tissue would be an event of critical severity, and occurs in 1%-5% of patients treated. This has been assessed as an acceptable risk, provided there was lobar treatment, appropriate patient selection and catheter placement. (B)(4). Date when device was first supplied in the (B)(6): therasphere was commercially launched in the (B)(6) in 2006, however the first (B)(6) patient exposure was (B)(6) 2009. Follow up information has been sought to further investigate the events but no new information has been received. After three follow up attempts the case is considered lost to follow up. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comments: device use error and device deployment issue are considered unlisted according to the therasphere current reference safety information. In agreement with the healthcare professional, the company considers the event of device deployment issue as not related to the use of therasphere and device use error is considered not assessable as an adverse event but contributed to the non-targeted uptake. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Uptake in normal liver as well as some tumour uptake [device deployment issue]; a dose that was not correct for the liver volume [device use error]. Case description: initial information received on 08-jul-2016 with additional inforamtion received on 13-jul-2016: this spontaneous medical device report was received from a healthcare professional via company representative concerning a patient of unspecified age and sex. The patient's medical history included metastatic colorectal cancer with lesions in both lobes. Concomitant medications were not provided. The patient received therasphere on (B)(6) 2016 for metastatic colorectal cancer. Lot numbers and expiration dates not provided. On (B)(6) 2016, the patient experienced non-target uptake into normal liver tissue. The radiologist had given the nuclear medicine department a volume for perfused liver of around 1400cc. He had made 2 maa injections at sirt1 into right hepatic and left hepatic. The nuclear medicine team calculated the dose based on the volume provided by the radiologist as 120 gy to volume of intended right and left treatment volume, the left was <20% of total. However, this was in fact a total volume of perfused liver both left and right lobes combined. A single dose vial was ordered based upon this estimation and, on the day of the procedure, it was discovered that there should have been two volumes given (total 1400cc) and two vials ordered. It was calculated that it would be safe to inject the total dose into the right hepatic and deliver <200 gy to intended right treatment volume. The injection was made into the right hepatic artery with the catheter in an identical position to the maa injection. Therasphere beads were injected using the advised methodology with the constant drip of 10 ml into the vial followed by 20 ml flush. Post imaging shows the distribution does not match tumour on the pre-treatment CT or the expected maa distribution from the right hepatic injection: 1 tumour was treated but there appears to have been significant deposition in normal liver. The patient was stable and was discharged to home post procedure. The reporter assessed the events as not related to the use of therasphere. The company assessed the events of device deployment issue and device use error as medically significant and serious due to the potential to damage healthy liver tissue. Follow-up information is being requested. Case comments: device use error and device deployment issue are considered unlisted according to the therasphere current reference safety information. In agreement with the healthcare professional, the company considers the event of device deployment issue as not related to the use of therasphere and device use error is considered not assessable as an adverse event but contributed to the non-targeted uptake. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Uptake in normal liver as well as some tumour uptake [device deployment issue]. A dose that was not correct for the liver volume [device use error]. Case description: initial information received on 08-jul-2016 with additional information received on 13-jul-2016: this spontaneous medical device report was received from a healthcare professional via company representative concerning a patient of unspecified age and sex. The patient's medical history included metastatic colorectal cancer with lesions in both lobes. Concomitant medications were not provided. The patient received therasphere on (B)(6) 2016 for metastatic colorectal cancer. Lot numbers and expiration dates not provided. On (B)(6) 2016, the patient experienced non-target uptake into normal liver tissue. The radiologist had given the nuclear medicine department a volume for perfused liver of around 1400cc. He had made 2 maa injections at sirt1 into right hepatic and left hepatic. The nuclear medicine team calculated the dose based on the volume provided by the radiologist as 120 gy to volume of intended right and left treatment volume, the left was <20% of total. However, this was in fact a total volume of perfused liver both left and right lobes combined. A single dose vial was ordered based upon this estimation and, on the day of the procedure, it was discovered that there should have been two volumes given (total 1400cc) and two vials ordered. It was calculated that it would be safe to inject the total dose into the right hepatic and deliver <200 gy to intended right treatment volume. The injection was made into the right hepatic artery with the catheter in an identical position to the maa injection. Therasphere beads were injected using the advised methodology with the constant drip of 10 ml into the vial followed by 20 ml flush. Post imaging shows the distribution does not match tumour on the pre-treatment CT or the expected maa distribution from the right hepatic injection: one (1) tumour was treated but there appears to have been significant deposition in normal liver. The patient was stable and was discharged to home post procedure. The reporter assessed the events as not related to the use of therasphere. The company assessed the events of device deployment issue and device use error as medically significant and serious due to the potential to damage healthy liver tissue. Follow-up information is being requested. Additional information on 16-aug-2016: follow up information has been sought. As of 16-aug-2016 no additional information has been received. Case comments: device use error and device deployment issue are considered unlisted according to the therasphere current reference safety information. In agreement with the healthcare professional, the company considers the event of device deployment issue as not related to the use of therasphere and device use error is considered not assessable as an adverse event but contributed to the non-targeted uptake. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.